Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 120 mg/dl at time of incident. Troubleshooting was performed. Customer stated insulin was squirting out during the manual prime process. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.